Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver had intermittent audio output. No additional event or patient information is available. The receiver has been received for evaluation.  A follow-up report will be submitted once the evaluation is complete. Data was received but further investigation cannot be performed to confirm the problem and determine the root cause of the reported issue.

Manufacturer narrative:
(B)(4). This supplemental MDR with follow-up #01 is being submitted to correct the g7 type of report follow-up number, which was previously submitted as follow-up #02 on fri aug 25 14:08:02 edt 2017 with MFR# 3004753838-2017-61730. The ack3 was received on fri aug 25 14:08:02 edt 2017 with coreid: (B)(4).

Event description:
This supplemental MDR with follow-up #01 is being submitted to correct the g7 type of report follow-up number, which was previously submitted as follow-up #02.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. Perform manual sound test with "try it" function: unable to navigate to "try it" due to call tech support error on the receiver screen. A review of the downloaded receiver log did not find any errors related to the customer complaint. The customer complaint was not confirmed because receiver passed sound test using global receiver communication tool, sound was heard the reported event of an intermittent audio output was not confirmed. A root cause could not be determined.